Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was shutting off by itself. The customer's blood glucose was 223 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. No blank display anomaly noted, however pump had corroded battery tube. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.